Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed the device did not have any obvious visible defects. There was dried saline in the luer and the distal end. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. An lcr test was performed and confirmed that the magnetic sensor was within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured three times, starting with 107 psi. Pressure decay values were 1.2190 psi, 1.2450 psi, and 1.2275 psi. These values failed the acceptable limit of .3psi. The tip was immersed in saline for approximately 10 minutes; the immersion did not include the bond between the tip and shaft. The impedance between the tip and thermocouple remained electrically open. The handle was dissected, and the evidence of dried saline was visually confirmed. Also, it was confirmed that the lumen leak was approximately 101.5 cm from the distal end. The device failed for a lumen leak. Fluid inside the shaft can cause electrical issues and temperature failures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device analysis completed on 20/mar/2021. It was reported that during an atrial fibrillation procedure, after over 30 minutes in vivo with multiple therapy deliveries, the rhythm mapping specialist experienced d05 'excessive temperature on maestro generator. They ensured there was proper metriq irrigation, and exchanged the intellanav cable, but it did not resolve the issue. Exchanging the intellanav mifi oi catheter resolved the issue. The procedure was completed successfully. No patient complications were reported. However, device analysis revealed a fluid leak was found inside the shaft approximately 101.5 cm from the distal end.